Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective and light guide fiber bundle (lcb) broken. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failures are not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
The image get?ls blurry. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.